Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reporting he has tried re positioning the communicator multiple times but is still not able to communicate with the ins. Patient services was warm transferred to repair to request replacement communicator. Patients communicator having trouble connecting to implant. The patient stated that they last had stimulation increased (B)(6) and they went from 2.5 to 3.5. The patient stated that it worked for a while and it stopped working for treating the frequency it is not working at all and they are urinating more frequently. The patient mentioned that it likely stopped helping in (B)(6) but they are unsure and they stated that it has been going on like this for a while. The patient was unable to communicate with the implant, but will call back when they have their wife home to change the settings. On (B)(6) 2020 patient called back and he said the interstim is not helping his bladder. He said, he called last week. They send him a communicator and he got it over the weekend. He said he can't connect. Patient services walked him through pairing the new communicator and he was able to connect. Patient said he was on program 7 at 2.5 volts prior and they increased to 3.5 volts and it worked for a week or two. Now he said it isn't helping. Patient increased it on the call to 5.3 and he said he barley felt the stim. Patient didn't want to leave it there because he thought he would burn through the battery. Patient switched to program 1 at 3.5 volts and he didn't feel the stim. He increased it to 5.5 where he kind of felt the stim but he wanted to bring it down to 3.5 volts where he used less battery. Patient said he has not had any falls or accidents. Patient is going to monitor his symptoms for a couple days in diary and see if he gets symptoms relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the device has not been working and that the ins had sunk over time(not as superficial.). Patient also reported that the ins sight feels itchy/tingling after taking the communicator off skin. During troubleshooting, patient increased stimulation from 2.5 to 3.5( but did not feel stimulation). Patient will monitor over the next couple of days and patient has an appointment with their health care professional in 2 weeks.